Event description:
It was reported that the patient¿s lead was broken. The lead was explanted. The patient recovered without sequelae. No patient injury was reported.

Manufacturer narrative:
Analysis of the lead, lot # j0555268v, determined that the proximal end of the lead connector was not completely screw into the ins connector port. The setscrew impression was too proximal. There was an impression on the #1 connector. Also, the outer insulation of the lead body was twisted.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory. Product ID:: 377775, lot# j0555268v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.